Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the devices (target device, nail and nail holding screw) were received in a stuck state. After inspecting the overall appearance, it was observed that the target device was severely damaged around the head region possibly with a sharp tool during the surgery (however not related with the current event). The nail holding screw was stuck inside the target device with its distal part firmly attached to the nail. One of its side was dented, which possibly would have been caused in an attempt to disassemble it initially. The nail appeared free from any visible damage. A functional inspection could not be performed (without deforming them) as the devices were firmly stuck together. Without dis-assembling the devices it is not possible to determine the exact root cause of the failure. Device history review could not be performed since the device was found stuck inside the target device and therefore could not be identified. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "at the time the surgeon is going to implant gamma nail, the arch get trapped in nail entry thread. At the time the surgeon tried to remove the arch, it had to removed with the implant included. Aditionally, it was necessary to remove all screws that were place into the patient. To finished the surgery it was necessary to opened new implant and the patient had to received double anesthesia for operative time."

Event description:
As reported: "at the time the surgeon is going to implant gamma nail, the arch get trapped in nail entry thread. At the time the surgeon tried to remove the arch, it had to removed with the implant included. Additionally, it was necessary to remove all screws that were place into the patient. To finished the surgery it was necessary to opened new implant and the patient had to received double anesthesia for operative time."

Manufacturer narrative:
Please note information added/updated in section d. Additional information resulting from dis-assembling the stuck devices: the reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the devices were received in a stuck state. After inspecting the overall appearance, it was observed that the target device was severely damaged around the head region possibly with a sharp tool during the surgery (however not related with the current event). The nail holding screw was stuck inside the target device with its distal part firmly attached to the nail. One of its side was dented, which possibly would have been caused in an attempt to disassemble it initially. However, after dis-assembling the devices, the devices were re-inspected thoroughly. No significant findings (other than reported above) could be observed which could lead to the cause of the failure as reported. After dis-assembling a functional inspection was performed with the returned nail and nail holding screw. As the target device was damaged from the head region, to assemble, a sample targeting device was used. Upon inspection, the devices were functionally ok. The nail holding screw could be easily fit into the target device and the nail. All the functions, including drilling configuration could be achieved without any failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. As per the above investigation, even after dis-assembling the device, no exact root cause could be determined which could possibly lead to the failure as reported. If any further information is provided, the complaint report will be updated.